Event description:
Customer reported that there is a sensor error alert. Customer states that the blood glucose readings were low. Customer states that they were unconscious when the blood glucose readings were low.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test performed. The sensors passed per specification with accurate readings. Both cannulas were found bent. It could not be confirmed if the customer received the sensor in said condition due to it being returned opened and used.